Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR being submitted for unknown number of quantities. It was reported that patient faced an infusion set cannula leakage event on (B)(6) 2024. Event occurred after 3 or more hours of insertion. Infusion set was used for 3 days. The insertion site was at upper buttocks. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.